Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies were found. (B)(4) analysis found a conductor fracture of the patient cable.

Event description:
It was reported that the device failed to pace. The device was checked by the service and repair department of medtronic (B)(4) and found to have a conductor fracture of the patient cable. The device and cable were returned for further checking and repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device failed to pace while connected to a patient. No patient complications have been reported as a result of this event.